Manufacturer narrative:
As of the date of this report, the synchoseal instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument had a tear on the tip of the instrument. The user was completing the procedure as planned using a backup synchroseal with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.